Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, eccentric 90% stenosed, de novo, mid right coronary artery, the 3.0 x 12 mm nc trek was used for post-dilatation, but resistance was met when advancing to the lesion. The device was removed from the anatomy and the tip was noted to be damaged with a jagged edge. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided. This will conservatively be filed based on the returned device analysis that revealed the balloon catheter was returned with blood in the inflation lumen and in the balloon.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 3.5x23mm. Evaluation summary: the device was returned for evaluation. The reported tip damage was confirmed. The balloon was inflated and held pressure; there were no leaks or holes noted and the rupture was not confirmed; however, there was blood in the inflation lumen and the balloon. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.